Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) lead had a heart rate of 20 to 30 beats per minute (bpm) which was noted on telemetry strips. Capture issue was suspected. In addition, spike in atrial impedance was noted twice from 400 ohms to 900 ohms. Other measurements were good as reported. The rv sensitivity was programmed to 0.3 mv. Pocket manipulation was performed and no noise was reproduced. However, a slight noise was noted on a wireless electrocardiogram. Hence, a chest x-ray was planned. Boston scientific technical services (ts) discussed that no noise was noted on the arrhythmia logbook. All other measurements were normal and the patient was in normal sinus rhythm. In addition, ts discussed about troubleshooting steps. Additional information indicated that the patient has not been seen in the clinic for device check. No adverse patient effects were reported. The device and leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.